Event description:
Boston scientific received information that during a follow up visit, it was noted this right ventricular lead was not functioning appropriately. A lead fracture was suspected. A revision procedure was performed. This lead was removed and replaced successfully. Post procedure follow up revealed no further issues. No adverse patient effects were reported.

Manufacturer narrative:
As of this date, there has been no return of product. Without a return of product, this reported observation cannot be confirmed nor denied. Should the lead be returned, analysis will be performed and this event will be updated.